Event description:
It was reported that a 980 ventilator generated an error message that made the ventilator inoperable. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the air/oxygen (o2) proportional solenoid valve assembly (psol). The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
A breath delivery pressure solenoid (psol) was returned to covidien/medtronic¿s product analysis. No errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.